Manufacturer narrative:
Product complaint # (B)(4). Date sent: 02/14/2020. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, insufficient firing and failure to form staples completely. When performing an anastomosis with a stapler and performing the hydropneumatic test, this result was positive, so this area was reinforced and the following test was negative. Five days later, there was generalized peritonitis due to anastomosis dehiscence. Consequence of the incident: medical intervention / surgical intervention.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020 additional information was requested, and the following was obtained: 1. What were the indications for surgery? -colon cancer. 2. What surgical procedure was performed? - colorectal anastomosis by left hemicolectomy. 3. Did the patient receive any preoperative chemotherapy or radiation? -no. 4. Were there any issues experienced with the device in the initial surgical procedure? - in the hydropneumatic safety standardized test, a leaking site was detected, so, it was manually sutured and verified once again, being the second leakage negative test. 5. What healthcare professional fired the device and what is his/her experience with the device? -the surgeon amh is an expert (more than 10,000 h), and has used the mechanical grapefruit since they were metal (reusable) (surgeon graduated for 42 years). 6. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? - middle-b. 7. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? -yes. 8. Was the device difficult to close? -no. 9. Was the device difficult to fire? -no. 10. Did the healthcare professional receive audible & tactile feedback when firing the device? -yes. 11. Were the donuts inspected? If so, please describe. -yes, always review with a safety standardized test. 12. Was a complete transection of the white breakaway washer visually confirmed? -yes. 13. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. -in the first surgery, no. -in the second surgery the hcp observed that some staples had incomplete closure. 14. Was the staple line visualized endoscopically during the initial surgical procedure? -no. 15. What was observed at the site of the leak upon reoperation? - the site where manual suture was used was airtight. The leak was elsewhere. The outflow of fecal matter was observed. 16. How was the leak addressed? - the anastomosis site was removed. The rectum was closed with mechanical grape and terminal colostomy was performed (hartman's procedure). 17. What is the current status of the patient? - satisfactory. ¿illegible¿ 6 months later. He currently has a hernia at the site where she had a colostomy. He has required a hospitalization due to obstruction that was resolved with conservative management. Ventral hernioplasty is planned. Patient: male, 88 years old, with a history of cardiac surgery, presented vomiting and bronchoaspiration and chemical pneumonia, required bronchoscopy with bronchial lavage. Surgery to control the source of infection was performed using the hartman procedure laparoscopically. Damage required endotracheal intubation, mechanical ventilation, and intensive care. Re-hospitalization was required for fever and respiratory failure due to bilateral pleural effusion that required percutaneous drainage. Currently the patient is in recovery and is preparing nutritionally for reinstatement of the intestinal transit in approximately 3 months.